Event description:
On (B)(6) 2009, the patient reported that about 1 hour after inserting a new insulin cartridge into his infusion device she notices air bubbles in the cartridge. She said she normally sees small air bubbles in cartridge but sometimes there are large air bubbles towards the top. She said she uses room temperature insulin to fill her cartridge. She states she does not currently have air bubbles in her cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.